Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low flow alarms was confirmed by an onsite abbott representative. While a specific cause for the alarms could not be conclusively determined, the account stated that they were probably due to hypovolemia, bleeding and the patient¿s small body size. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding and hypovolemia could not be conclusively determined through this evaluation. It was reported that the patient was stable in reanimation but had a regular base of low flow alarms probably due to hypovolemia, bleeding, and small patient body size. The low flow alarm threshold was decreased to 2.0 liters per minute for patient quality of life. The account declined to provide further information due to patient privacy laws. Based on a review of available patient¿s record, there were no device issues at the time. The patient remained ongoing on (B)(6) until they expired. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. G, also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, document (B)(4), rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was stable in reanimation but had on regular base low flow alarms probably due to hypovolemia, bleeding, and small body size. Low flow alarm system controller at 2.0 l/min was requested because quality of life was bad for the patient.